Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received multiple failed battery tests from his insulin pump. The customer's blood glucose level was 236 mg/dl. Standard troubleshooting was performed. The insulin pump did not alarm for a failed battery. The customer was sent a replacement battery cap. The product is not being returned. Nothing further was reported.